Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: " it was reported that :leakage from a syringe sent to nicu. "

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0003854. D4: medical device expiration date: 2024-12-31. H4: device manufacture date: 2020-01-03. D4: medical device lot #: 7267907. D4: medical device expiration date: 2022-09-30. H4: device manufacture date: 2017-09-24. D10: device available for eval yes. D10: returned to manufacturer on: 2021-12-20. H6: investigation summary: one photo and three hundred and ten 3ml syringes (p/n 309657) sealed in their blisterpacks were received. The samples were visually evaluated. One sample was found to be from batch #7267907, and two were from #0003854, with the rest from batch #1140702. No damage to the luer or collar area was observed on any samples received that would lead to the leakage or connection issues described. Physical samples that display the defect clearly are needed to confirm its presence. All syringes received were acceptable per product specification. Since the samples received did not display the reported condition a potential root cause could not be defined, and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect.

Event description:
It was reported that bd syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: " it was reported that :leakage from a syringe sent to nicu. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: " it was reported that :leakage from a syringe sent to nicu. "